Event description:
The pump was returned to animas and investigated. Investigation revealed intermittent response of the bolus button. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was no damage found to the bolus button. The bolus button was found to be intermittently responding to button presses. The button was removed and the button slug was found to be twisted sideways and contamination was found under the button contact. Unrelated to the issue, the keypad was found to be torn at the up and down arrow buttons and the up and contrast buttons were found to be unresponsive; the keypad was removed and contamination was found under the button contacts. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. Also unrelated, the display screen was found to be dim and faded. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).